Event description:
Customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the brightness on the left monitor. System operates as intended.